Event description:
It was reported there was a loss of therapeutic effect. The patient's parkinson's symptoms started becoming worse in the morning on (B)(6) 2012. There was no known accident or incident related to the event. The device was interrogated with the programmer and the results showed the device was on and the status was "ok." It was noted when the device reached a 50% charge the patient's symptoms become worse. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 37651, serial # (B)(4), product type recharger. Product ID 37642, serial # (B)(4), product type programmer. Product ID 37092, lot # 249000001, implanted: (B)(6) 2010, product type accessory. Product ID 37085-40, serial # (B)(4), implanted: (B)(6) 2010, product type extension. Product ID 37085-40, serial # (B)(4), implanted: (B)(6) 2010, product type extension. Product ID 3389-40, lot # v002694, implanted: (B)(6) 2007, product type lead. Product ID 3389-40, lot # v002694, implanted: (B)(6) 2007, product type lead.